Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
(B)(6) chair speeds up and slows down. (B)(6) could not provide any further information.